Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct during a biliary drainage procedure performed on (B)(6) 2022. During the procedure, the stent failed to fully deploy. The stent was removed from the patient partially deployed on the delivery system. The procedure was cancelled as another axios was unavailable. The physician intended to place another axios at a later date but the patient was eventually sent to surgery for a bile washout post-puncture into the common bile duct. Later, a percutaneous transhepatic cholangiography (ptc) was performed to place another stent.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.